Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer had a no delivery alarm on their insulin pump. Customer also stated the no delivery alarm occurred during a bolus delivery. The customer's blood glucose was 325 mg/dl. The customer's blood glucose was treated with a bolus delivery. Customer stated the alarm was resolved by a complete set change. The customer also believed their high blood glucose was caused by too much carbohydrate consumption. No additional information provided.